Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. The reason for the call was to ask if the ins could turn itself off. The caller wasn¿t alleging that the ins was turning off on its own, they didn¿t think that was possible, but the patient¿s caregiver claimed the ins was turning itself off. The caller thinks the caregiver is uneducated and turning the ins off themselves and was blaming the ins. The patient is in a nursing home and relies on caregivers to charge the ins. The caller would visit the patient and find that the ins was off. When they walked in the patient¿s room it was obvious if the therapy was off vs on because the patient would be in pain if the therapy was off. The caregiver told them that they weren¿t turning the ins off and it was turning off by itself and said emi could be turning the ins off. The caller did an in service with the patient¿s care givers on how to use the patient programmer and recharger. On/off buttons on side of rec harger are taped off and the patient programmer is kept in a drawer away from patient. This is occurring intermittently. It was already the 4th time in june that they have found the ins off. The caller checks the ins with the patient programmer which shows the ins is off. The caregiver said they keep the ins battery charged up and don¿t let it deplete. Patient services reviewed stimulation on/off considerations. Patient services reviewed emi potential but that an error message would present and the caller hasn¿t seen any error message. Patient services reviewed that the ins is not expected to turn off on its own. The patient was redirected to follow up with their healthcare professional (hcp). Patient services provided the number to have a manufacture representative (rep) requested to come out to the facility. No further complications were reported/are anticipated.